Event description:
Pt scheduled for pelviscopy. Intergel adhesion barrier was instilled at the end of the surgery per MFR instructions. Physician reported that the pt was re-hospitalized with chemical peritonitis 12 days after the initial surgery.